Event description:
Leak during dialysis - chief tech reported transducer filled suddenly, causing high venous pressure. Unable to remedy problem. Dialysis had to be terminated. No further medical intervention reported.